Event description:
It was reported that this right atrial (ra) lead was exhibiting suspected loss of capture. Technical services (ts) was consulted and was not able to confirm if there was loss of capture or retrograde conduction and recommended further evaluation. This ra lead remains in service. No adverse patient effects were reported.